Event description:
Customer reported that the implant being subject to per fractured during surgery.

Manufacturer narrative:
There is limited information at this time. Requests for additional information have been made and if received will be supplied on a supplemental. Cat # 03821650, xia lp polyaxial screw 6.5 x 50 mm has also been referenced but it is unknown, which, if any, of the devices may have caused or contributed to the event.